Event description:
According to the medwatch report we received, "a pt underwent a total abdominal colectomy, mucosal protectomy, j pouch anastamosis and diverting loop ileostomy. A jackson pratt drain was placed around the pouch and through the left lower quadrant stab incision. A few days later the jp drain was removed with no aecorded incident. The pt was discharged home. The pt returned for post-operative visit and x-rays a month later. At that time, a portion of jackson pratt drain was identified within the abdominal cavity. The piece of drain was removed a few days later, during the pt's scheduled surgery for loop illeostomy closure. The pt suffered no ill effects related to this incident."

Event description:
According to the medwatch report co received, "a pt underwent a total abdominal colectomy, mucosal protectomy, j pouch anaslamosis and diverting loop ileostomy. A jackson pratt drain was placed around the pouch and through the left lower quadrant stab incision. A few days later the jp drain was removed with no recorded incident. The pt was discharged home. The pt returned for post-op visit and x-rays a month later. At that time, a portion of jackson pratt drain was identified within the abdominal cavity. The piece of drain was removed a few days later, during the pt's scheduled surgery for loop ileostomy closure. The pt suffered no ill effects related to this incident."